Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the 24g x 0.56in (0.7 x 14 mm) insyte autoguard caused a serious injury. The following information was provided by the initial reporter: material no.: 381511, batch no.: 8275532. It was reported that the bevel area of the catheter tip is bubbled. It was also reported that there is difficulty penetrating the skin, no or very little flashback, and veins are blowing. The course of treatment was changed with it being reported: uvc (central line) had to be placed which is more invasive and increased risk for infection.

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.56in (0.7 x 14 mm) insyte autoguard caused a serious injury. The following information was provided by the initial reporter: material no.: 381511; batch no.: 8275532. It was reported that the bevel area of the catheter tip is bubbled. It was also reported that there is difficulty penetrating the skin, no or very little flashback, and veins are blowing. The course of treatment was changed with it being reported: uvc (central line) had to be placed which is more invasive and increased risk for infection.